Event description:
A customer contacted beckman coulter inc. (Bec) stating that liquid was leaking from the left side of the unicel dxi 800 access immunoassay system. The customer was unable to determine the source of the leak. Per customer, the liquid waste drains to a floor drain and reported that they cleaned up the fluid leak wearing appropriate personal protective equipment (ppe). No injury or exposure was reported and medical attention was not sought.

Manufacturer narrative:
Bec cts (customer technical support) generated a service request and a field service engineer (fse) was dispatched on-site (B)(4) 2011. Fse discovered ruptured wash buffer tubing that was leaking from the wash buffer transfer pump within the fluidics drawer. Fse replaced the tubing and no further leaking was observed. The root cause for this event is attributed to the leaking wash buffer transfer tubing. (B)(4).